Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the device/sheath assembly was withdrawn together. Manual compression was applied for 30 minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned separated from the hemostasis sheath. The dilator with guidewire inserted though it was returned as well. Visual inspection revealed that the carrier tube assembly was separated from the sheath hub and are connected with the suture as the anchor was released at the distal tip. The anchor has fully exited and located at the end of the sheath with collagen exposed as well. Collagen was exposed to blood like substances. The sleeve of the device cap was found to be in full rear lock position with color bands exposed. No other visual anomalies were noted. Functional testing was possible due to the state of the returned device. The complaint can be confirmed for pullout. Based on the condition of the returned device, it is likely that the user either tried to re-position or re-inserted the device into the artery after posting the anchor. Presence of dried blood like substances precluded the smooth exit of the tamper tube during functional testing. The exact root cause of the event cannot be determined but failure to follow IFU instruction stated above may have contributed to the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.